Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. In-house testing was performed using the returned meter with in-house contour next test strips from lot # 9bpeb02a, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly marked as blood readings. Additionally, the device history record was reviewed for the suspected contour next meter and contour next test strips, and no manufacturing anomalies were found.

Manufacturer narrative:
The customer did not return the product for evaluation. Therefore, an in-house contour next meter was tested with the in-house contour next test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly marked as blood results.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she performed a blood glucose testing with her contour next meter and obtained a reading of 5.7 mmol/l. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. During the call with ascensia customer service agent, another blood test was performed by the customer, which was properly marked. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.